Manufacturer narrative:
(B) (4).

Event description:
The pt developed a wound infection associated with the deep brain stimulator system. The pt experienced new pain and no stimulation associated with the event. It is unclear if the deep brain stimulator was replaced due to the infection. The infection resolved. The hcp reported the event was a non-serious injury/illness. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.